Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair with the use of a mitek fms duo pump for fluid management, there were some swelling issues for the patient. It appears that the pressure on the pump fluctuated; when the "lavage" button was actuated the pressure increased 50% but did not return to the default setting. This happened throughout the procedure resulting in too much fluid being pumped into the shoulder. There was extravasation and possibly some intervention needed (massage or an extra portal, it is not yet defined). This is all of the information made available to mitek at this time as the surgeon is on holiday, reach outs for further information and clarity will go out the week of (B)(6), 2012 when the surgeon returns to routine.also see associated MDR 1221934-2012-00276.

Manufacturer narrative:
The complaint device, fms foot pedal board part # 284176, lot # 0705489, was received, there is nothing wrong with this device, it is functioning as designed and manufactured; it is not a contributor to the issue reported. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting device return.